Event description:
It was reported that the 9900 system had a x-ray switch stuck error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray switch and foot-switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.